Event description:
Customer reported receiving a motor error alarm on the insulin pump during manual prime and stated that they were unable to fix it. Customer also received a failed battery test. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 380 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.